Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited decreased 'r' waves and increased pacing thresholds at the follow up visit, approximately two weeks post-implant. The physician suspected microdislodgement.